Event description:
The following is as reported in mw5148762: new arterial closure device used post procedure to close right femoral arteriotomy. It appears all deployment steps were followed correctly but device did not fully deploy. Due to incomplete deployment, device migrated down right leg arterial system. Device is non-occlusive. No clinical signs, symptoms or conditions.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints files didn't find any other complaint with the same lot number. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. Investigation findings code 4247 was used as no other feasible code was found for the preferred term "undeterminable"